Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely elevated architect creatinine results from a patient sample. The initial result was 6.72 mg/dl and repeat results (same instrument) were 6.72 and 6.63 mg/dl. The customer uses a reference range of 0.57-1.25 mg/dl. As a result, the patient was sent for a redraw and repeat testing was normal (no specific result provided). No other impact to patient management was reported. The customer reported there were no issues with sample collection/handling nor with sample integrity and that other assays were performed on the same sample without any issue. An aliquot of the original sample was sent to labcorp for testing (cobas 710 instrument, creatinine jaffe method) and yielded a result of 2.646. Additional testing (ex. Bun) correlated with the creatinine redraw normal result, patient history and previously reported results.

Manufacturer narrative:
An error was identified on jan 14, 2019. The manufacturer location in this submission is incorrect and has been updated and all follow up information will be contained in manufacturer report number 1628664-2019-00023.